Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter separated from the hub. No patient harm was reported. No medical intervention was required. The patient is "fine."

Event description:
It was reported the catheter separated from the hub. No patient harm was reported. No medical intervention was required. The patient is "fine".

Manufacturer narrative:
(B)(4). The customer returned one endurance kit containing an 8cm x 18ga endurance catheter and extension dwell housing for evaluation. Visual inspection confirmed the catheter body was separated directly adjacent to the juncture hub. The separation points were rough and jagged. The total length of the separated catheter body measured 85 mm, which is within specification of the nominal value 85 mm per catheter graphic. The outer diameter of the catheter body measured 0.05010", which is within specification of 0.046-0.056" per catheter product drawing. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "flush catheter using a 10 ml syringe filled with normal saline for injection." When the catheter was flushed with a lab inventory water filled syringe, water exited from the separation point. A device history record review was performed, and one finding was identified; however, it was not relevant to this complaint investigation. The IFU provided with this kit warns the user, "some disinfectants used at catheter insertion site contain solvents which can weaken the catheter material. Alcohol, acetone, and polyethylene glycol can weaken the structure of polyurethane materials. These agents may also weaken the adhesive bond between catheter stabilization device and skin. Allow insertion site to dry completely prior to applying dressing. Do not raise the catheter beyond 90 relative to the skin to avoid catheter kinking and damage." The complaint of an endurance catheter cut/torn was confirmed by a complaint investigation of the returned sample. The catheter body was completely separated directly adjacent to the juncture hub. A device history record review was performed, and no relevant findings were identified. Due to an increased trend in endurance catheter leaks/separations, a non-conformance has been initiated to further investigate this issue. The root cause has not yet been determined. Teleflex will continue to monitor and trend on complaints of this nature.